Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported solution leaking from the cycler door, and also down the cycler cart. The cycler had received an air detected in cassette warning. The cycler will be replaced. The patient will utilize alternative treatment. Upon follow up with the nurse, it was stated that the patient has received a replacement cycler and has been completing treatments. The nurse confirmed that the patient experienced no adverse event, cloudy effluent, or medical intervention due to the fluid leak.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported solution leaking from the cycler door, and also down the cycler cart. The cycler had received an air detected in cassette warning. The cycler will be replaced. The patient will utilize alternative treatment. Upon follow up with the nurse, it was stated that the patient has received a replacement cycler and has been completing treatments. The nurse confirmed that the patient experienced no adverse event, cloudy effluent, or medical intervention due to the fluid leak.